Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - were there patient consequences? If yes, please specify. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2025 and suture was used. During the procedure, the patient entered the operating room for surgery at 13:50. During the operation, the problem of pulling off suture needle happened while suturing the fallopian tubes, and the needle and thread could not be used. In order to avoid needle breakage, the mobile nurse replaced the needle, causing a second puncture. This incident delayed the surgery time and increased the risk of infection. Suture is used for wound closure during surgery. If the suture separates during the closure process, a new suture is immediately replaced to continue the closure. The broken suture may cause wound infection, scar formation, and tissue proliferation. After suturing, disinfect the wound and closely monitor the condition of the patient's wound. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent a bilateral tubal anastomosis procedure on (B)(6) 2025 and suture was used. During the procedure, the patient entered the operating room for surgery at 13:50. During the operation, the problem of pulling off suture needle happened while suturing the fallopian tubes, and the needle and thread could not be used. In order to avoid needle breakage, the mobile nurse replaced the needle, causing a second puncture. This incident delayed the surgery time and increased the risk of infection. Suture is used for wound closure during surgery. If the suture separates during the closure process, a new suture is immediately replaced to continue the closure. The broken suture may cause wound infection, scar formation, and tissue proliferation. After suturing, disinfect the wound and closely monitor the condition of the patient's wound. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Corrected information: b 5. Event description, d 4. Primary UDI number d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Corrected event description: it was reported that a patient underwent a bilateral tubal anastomosis procedure on (B)(6) 2025 and suture was used. During the procedure, the patient entered the operating room for surgery at 13:50. During the operation, the problem of pulling off suture needle happened while suturing the fallopian tubes, and the needle and thread could not be used. In order to avoid needle breakage, the mobile nurse replaced the needle, causing a second puncture. This incident delayed the surgery time and increased the risk of infection. Suture is used for wound closure during surgery. If the suture separates during the closure process, a new suture is immediately replaced to continue the closure. The broken suture may cause wound infection, scar formation, and tissue proliferation. After suturing, disinfect the wound and closely monitor the condition of the patient's wound. No adverse patient consequences were reported. Additional information was requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.